Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The us complainant had placed a rp flex for support escalation of a patient on cp and heartmate3 placement. The rv was failing and the rp was placed but, after 17 hours was explanted with clot entrainment concerns. The patient had a possible coagulopathy per the team treating the left side of the heart. The rp was explanted without harm or injury and the patient survived.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.